Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The lesion was situated in the right coronary artery (rca). After pre-dilation with miscellaneous balloons, a promus element stent 2.75x28mm was advanced but failed to cross the lesion. During withdrawal, the stent appeared damage. Some struts had been deformed and erected. Further pre-dilation was performed and several non-bsc stents were implanted. The patient remained stable and no further complication was reported.